Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was issues with the pump battery; additional information was not provided. There was no reported impact to customer's blood glucose. At the time of the report, customer was using manual injections for insulin therapy. Customer's parent declined follow up from tandem technical support.